Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable following an unrelated surgery around (B)(6) 2018. Reportedly, the patient was unable to connect his ipg with the clinician programmer or patient controller. Surgical intervention may be pending to address this issue.